Event description:
A report has been received from a (B)(6) hemodialysis user facility. Initially reported was an event of air entering the bloodline circuit on the arterial side. The air was able to be removed. Once the air was removed, the treatment was restarted; however, more air was noted and the facility then found a separation in the tubing at the cuvette closer to the top side. The machine alarmed arterial insufficient. The estimated blood loss reported in this event was reportedly 300ml due to the blood not returned to this patient. No medical intervention was required and the patient resumed treatment with a new treatment set with no further problem and is stable. Additional information provided by the facility regarding this event was that the bloodline did not completely separate but was a slight separation that allowed blood to spill out. There is no sample to evaluate.